Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a cartridge with 200 units of insulin and received a minimum fill after the fill tubing . Customer reported a blood glucose (bg) level of 300 mg/dl. The bg level was addressed with manual injections. Customer reverted to manual injection on (B)(6) 2016 and went back on the pump on (B)(6) 2016 . Tandem technical support went through loading 300 units of insulin into a new cartridge with the customer. The customer resumed insulin successfully.